Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) followed up on the reported issue by contacting the information technology team. The tss confirmed that the unit was rebooted, which restored all drawers to an operational state. After the system was brought back online, the customer was able to successfully issue the required item, confirming that the issue had been resolved. The system functioned as intended after the technical support specialist inspected the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user indicated that the drawers were offline. Although the machine was online and remote access was successful, the drawer card was not appearing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.